Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a damaged electric cable; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "electric cable" was not confirmed. Service inspected the ac cord and found no issues. Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed that this device was previously serviced for the reported condition. However, previous servicing did not contribute to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.